Event description:
It was reported that the pt experienced a return of symptoms. Impedence measurements confirmed the break of the lead with readings greater than 4,000 ohms. There was only one bipolar configuration that made the pt feel the stimulation. However, this configuration provided no efficacy. The lead was removed and replaced. At the time of explantation, it was noticed that the lead had broken at the level of one of the electrodes. There was no injury to the pt and the pt's outcome was noted to be "ok." A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.